Event description:
It was reported that the subject device had suspicion of floating connecting section. The event occurred during reprocessing for a therapeutic procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Inspection noted floating at the junction. The device evaluation noted video connector is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had suspicion of floating connecting section. The event occurred during reprocessing for a therapeutic procedure. There was no patient involvement.